Manufacturer narrative:
B5 added information that was omitted from the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 updated type of investigation code from not returned to discarded. Updated health effect - impact code due to information added to b5. H11 revised as the device was discarded. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Information was received. A chest tube was placed and the patient was going for a computed tomography. Blood products were being given.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted with a impella cp for support during high risk cardiac procedure. Hemolysis, with a haptoglobin level less than 10 was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product and data logs. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.